Manufacturer narrative:
H6: code-213: the review of the sterilization paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infection.

Event description:
In (B)(6) 2016, the patient underwent an ascending aorta replacement with a surgical graft via open surgery. On (B)(6) 2017, the patient developed a thoracic aortic dissection with mesenteric ischemia. On (B)(6) 2017, the patient underwent treatment of the thoracic aortic dissection with a conformable gore tag® thoracic endoprosthesis (tgu282820j) and a non-gore stent graft (zenith, cook). A non-gore bare metal stent (smart stent, cordis) was implanted into the superior mesenteric artery to treat the mesenteric ischemia. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, (B)(6) 2018 and (B)(6) 2018 the patient had routine follow-up exams and no adverse events were identified. On (B)(6) 2019, the patient was diagnosed with an infection. The physician reported there was a possibility of the surgical graft infection, or stent graft (ctag) infection but the infection type was undetermined. An infection of the anastomosis site is also reportedly a possibility, but not confirmed. On (B)(6) 2019, the patient expired.

Manufacturer narrative:
Review of the file determined this event to be non-reportable, as the reported infection was identified outside of the field of treatment of the gore implant. This medwatch will be voided.

Event description:
In (B)(6) 2016, the patient underwent an ascending aorta replacement with a surgical graft via open surgery. On (B)(6) 2017, the patient developed a thoracic aortic dissection with mesenteric ischemia. On (B)(6) 2017, the patient underwent treatment of the thoracic aortic dissection with a conformable gore tag® thoracic endoprosthesis (tgu282820j) and a non-gore stent graft (zenith, cook). A non-gore bare metal stent (smart stent, cordis) was implanted into the superior mesenteric artery to treat the mesenteric ischemia. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, (B)(6) 2018 the patient had routine follow-up exams and no adverse events were identified. On (B)(6) 2019, the patient presented with back pain. The patient was diagnosed with an infection. In addition, the patient showed a pseudoaneurysm that was likely caused by the infection at the base of the ascending aorta. It was also reported that the pseudoaneurysm communicated with the pulmonary artery. On (B)(6) 2019, the patient showed with tachycardia and decreased blood pressure. The patient then expired due to cardiac arrest. The physician stated, "I think that massive bleeding due to the rupture of a pseudoaneurysm may have led to death."

Manufacturer narrative:
Type of reportable event: corrected type of reportable event - death.